Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the meter issue began on (B)(6) 2018 at 6am. The patient reported that he manages his diabetes with a combination of medication, including metformin 500 mg twice per day, metoprolol 50 mg three times per day, allopurinol 300 mg twice per day, and trulicity 140 units per day. The patient denies developing any symptoms but stated that due to not being able to obtain a blood glucose result, at 7am on (B)(6) 2018, he attended the emergency room. On arrival to the emergency room, a blood glucose results of ¿303, 356 and 440 mg/dl¿ were obtained on the hospital meter. The patient reported that he was treated with ¿insulin, blood thinners and IV fluids¿. He reported that he spent 4 days in hospital because ¿his sugars were up and down¿. During troubleshooting the csr noted this was not the first time the product was being used. It was noted that the test strips the patient was using were past their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment by a health care professional for a high blood glucose result, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.